Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handpiece exhibited with no ultrasounds and stopped working. The surgery was completed with a backup handpiece with no patient harm.

Manufacturer narrative:
Additional information provided in h.6., and h.10. The customer reported ¿stopped working and did not make ultrasound power. An alternate handpiece was used to complete the surgery. There was no patient impact reported. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. That complaint is still in progress. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).